Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for 5 colony forming units (cfus) of cellulosimicrobium and 6 colony forming units (cfus) of clavispora lusitaniae contamination on (B)(6) 2025. The device¿s suction biopsy channel, air-water channel, flushings and brushings was retested on (B)(6) 2025, with no growth. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the completed investigation's review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the final investigation. The complaint investigation reviewed the customer provided the cds processes where deviations such as brushpoints/ brushing procedure were found that could have led to the reported event. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025 sampling from: suction, biopsy, air-water channel. Cfu: no growth after 7 days incubation. Bacterial identification: n/a. Sampling date: (B)(6) 2025 sampling from: suction, biopsy, air-water channel. Cfu: no growth after 7 days incubation. Bacterial identification: n/a. The device was evaluated where no abnormalities were found that could have led to the reported event. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.